Manufacturer narrative:
(B)(4). Date sent: 02/18/2020. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the reason for removal of the linx device? On what date did the implant take place? What is the lot number for the linx device that was removed? Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. Is the patient currently taking currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Was there any hiatal or crural repair done at the same time as the implant? Was mesh used at time of implant? At the time of removal, was the device found in the correct position/geometry at the time of removal? Have the symptoms resolved since the device was explanted?

Event description:
It was reported that post op of a lxmc13, linx was explanted. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 03/25/2020. Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device. The link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions can be made in regards to the complaint since the reason for the explant is unknown. The device lot number is unknown; therefore, the device history record could not be reviewed.